Manufacturer narrative:
H2. Correction: upon further review, h7 and h9 information was missing from the previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2. Correction: please note, h6 codes b20, c20, and d14 no longer apply to this report. H3. Analysis of the returned recharger found that the recharger produced a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that when charging the ins, the base of the antenna and the adapter with the serial number written on it in the middle of the cord was overheating. It was unknown if there were any external contributing factors. Troubleshooting was performed. The cord coating was not broken but it looked like there was breakage at the base of the antenna. When setting the date and time and removing the battery pack to check the serial number, the date and time reverted to the original setting. Troubleshooting was performed. Asked patient to set the date and time again, but it was unknown whether the date and time settings will remain the same in the future. The person in charge of the area would contact the patient. Issue was not resolved. No health damage noted.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.